Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false negative mycoplasma pneumoniae patient result with an irregular curve was obtained. Sample was repeated on max and was mycoplasma pneumoniae positive. There was no report of patient impact.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false negative mycoplasma pneumoniae patient result with an irregular curve was obtained. Sample was repeated on max and was mycoplasma pneumoniae positive. There was no report of patient impact.

Manufacturer narrative:
After further evaluation, it was determined that this initial MFR report # 1119779-2024-01072, was submitted in duplicate, and is therefore canceled. It was a duplicate report of 1119779-2024-01076.